Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that both output connectors were broken and additionally noted that two plugs were missing. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that both connector ports on the external pulse generator were broken. The generator was returned to service for evaluation and repair. No patient complications have been reported as a result of this event.